Event description:
The customer reported that the pod made a "crackling" noise as he filled it with insulin. Despite this, he completed the fill process and proceeded to place the pod on his body. After going to bed with a bg of 92 mg/dl, he woke up the next morning with a reading of 375 mg/dl. The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The product was not returned so no eval is possible. The customer noticed a "crackling" noise during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.